Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter: the balloon popped when inflating.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device. The balloon was broken. Replication of the broken balloon may be caused by overinflating the balloon or inflating it in an inadequate location allowing external forces to deform the balloon. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.